Event description:
It was reported that the right ventricular (rv) lead was capped due to pacing not delivered when required. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).